Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. Approximately seven (7) months post initial procedure a type iiia endoleak was identified at routine follow-up. Reintervention was completed with implant of an afx vela infrarenal. Procedure went great, the type iiia endoleak was resolved per post angiogram. Patient did well post procedure and was reported to be discharged home.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. Approximately seven (7) months post initial procedure a type iiia endoleak was identified at routine follow-up. Reintervention was completed with implant of an afx vela infrarenal. Procedure went great, the type iiia endoleak was resolved per post angiogram. Patient did well post procedure and was reported to be discharged home. Subsequent to the initial report clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak (non-device related) of the lumbar artery occurred that was not included in the event as reported. The type ii endoleak was discovered during a review of the 6 month post index CT scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak of the lumbar artery occurred that was not included in the event as reported. These findings were discovered during an examination of the 6-month post index CT scan. The most likely causation for the type iiia endoleak is anatomy related as it was near the aortic angulation. No procedure related harms were identified. The final patient status was reported as being discharged on the first post operative day home stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11